Manufacturer narrative:
The pump was received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing end cap sticker. The pump was received with cracked case at display window corners and battery tube threads.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states their pump's reservoir compartment is broken. The customer's blood glucose level at the time of incident was 92mg/dl. The customer was advised the pump would be replaced and returned for analysis.